Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 200 mg/dl. Customer¿s current blood glucose value is 96 mg/dl. The customer treated with a manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The customer declined to perform high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window, missing end cap sticker and stained address/serial number label.